Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient's doctor recommended the patient remove the lifevest. The patient reported removing the lifevest for two weeks. Follow up with the patient was completed and the irritation had improved.